Manufacturer narrative:
Other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the disposable caused the device to exhibit an air in line alarm. The cassette was attached for 48 hours and following approximately 24 hours, air entered the cassette and triggered the alarm. Air was present in the bag. Morphine was delivered at 250mg/205ml. No adverse patient effects were reported by the customer.